Event description:
It is reported that the pt was revised due to wear, fragmentation, and fractured portion of the tibial component which was removed.

Manufacturer narrative:
This report will be amended when out investigation is complete.